Manufacturer narrative:
Approximate age of device ¿ 6 years and 7 months. The replaced portion of the driveline is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 6.5 years of support, continuous driveline fault alarms occurred. There were no reported adverse effects to the patient. A suspicious area at the distal end of driveline was observed. A distal end percutaneous lead (driveline) replacement was performed with no issues. No additional information was provided.

Manufacturer narrative:
Corrected information ¿ the serial number of the device was corrected from (B)(4) to (B)(4) device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation device evaluation: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms captured in the submitted log files. Approximately 16 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the percutaneous lead. The silicone jacket had been removed up until 9.5 inches from the metal connector. Rescue tape was observed 0.5 inches through 9.5 inches from the metal connector. The silicone jacket was damaged 8.5 inches from the metal connector. Shield breakdown was observed adjacent to and 2.5 inches from the metal connector. Examination of the underlying wires revealed evidence of kinking of the wires adjacent to the metal connector, but no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline segment operated a test pump on a mock circulatory loop using a test system controller. The system was operated for over 30 minutes and the reported driveline fault alarm could not be reproduced. Manipulation of the wires did not cause any of them to fracture, indicating that the inner conductors were intact. A correlation between the driveline and the driveline fault alarms could not be determined. No further information was provided. The manufacturer is closing the file on this event.